Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the radial artery. The 90% stenosed, 3.50x20mm, concentric and de novo target lesion was located in the non tortuous and non calcified left anterior descending artery (lad). The 3.50x20mm taxus liberte stent delivery system (sds) was prepped for use and during insertion through the hemostatic valve, the physician experienced resistance and the device became stuck. When the device was removed it was noted that the stent struts were flared. The device never entered the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable.